Event description:
The facility reported a colleague infusion pump with failure code 803:07. According to the facility, this event was reported to have occurred during use in the medical surgical unit. This condition may have interrupted delivery. It is unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event as the customer is not willing to be contacted. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the condition of a colleague infusion pump with failure code 803:07 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.